Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a nurse in the USA of peritonitis and fatal sepsis in a homechoice patient (hp) during a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment rendered was not reported. On an unreported date, the patient developed sepsis. On (B)(6) 2012, the patient died while hospitalized due to sepsis. Peritonitis was reported as the source of sepsis.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.